Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with unknown antibiotics for the event. On a later date, the patient recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.